Event description:
(B)(4) is the initial importer of this device which is a rollator. The claim is ongoing. As such, unit will not be returned until it is settled. The end user fell on two (2) occasions. The first time, she was sitting down, engaged the breaks, got up, and fell backwards. She hit head on the night stand and knee on the floor. The second time, she walking when she engaged the breaks. She reached for the rollator after and it slipped out from under her. She fell and could not get up, and hit her elbow. Her daughter and husband came and helped her up. She went to the hospital where x-rays were taken. She had no broken bones but stitches were needed for her elbow, foot black and blue. She got an MRI, and got similar results.